Event description:
The patient fell. Afterward, he was 'frozen' and was unable to move. The patient unsuccessfully tried to turn therapy back on using a magnet. The patient was at home at the time of the call and was redirected to his hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.